Event description:
Oracle ro (B)(4): error code 45982 occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths (ICU medical). The customer's problem was unable to be duplicated. Device did show 45982 as the last error code. Performed preventative measures. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation (completed on 10-may-2022): one device was returned for analysis in used condition. Visual inspection showed it was missing the tamper seal and battery door. Functional testing was unable to duplicate the reported error. It was noted that the device did display "45982" as the last error code. The cause is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.